Event description:
Per the clinic, it was reported that open circuits were noted on all except two electrodes. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 04, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on june 30, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on june 01, 2022.